Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.